Event description:
It was reported that this pacemaker was experiencing oversensing and pacing inhibition on the right ventricular (rv) lead, as well as noisy signals on the right atrial (ra) lead. Technical services (ts) was consulted and noted impedance measurements remain normal and provided troubleshooting options. The system remains in service. No additional adverse patient effects were reported.